Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an intramedullary nail femur procedure, a threaded driving cap broke inside the radiolucent insertion handle while hammering. There was a surgical delay of five (5) minutes. Procedure outcome was successful. Patient status was normal. Concomitant device reported: unknown hammer (part # unknown, lot # unknown, quantity 1). Radiolucent insertion handle (part # 03.033.001, lot # unknown, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).